Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received battery out limit alarm, weak battery alarm and failed battery test alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the batteries were not out greater than duration allowed by the insulin pump. The customer stated that the battery cap contacts were damaged. The customer stated that there was discoloration on the sticker. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The pump alarmed motor error during the occlusion test due to a faulty force sensor resistor. The pump passed the idle current, run current, self test, off no power, unexpected restart, basic occlusion, displacement and rewind tests. Unable to perform the prime or excessive no delivery tests due to the motor error alarm. No unexpected failed battery, battery out limit, weak battery or bad battery alarms noted. The pump was received with minor scratches on the display window, broken off battery tube threads, a cracked reservoir tube lip, a cracked belt clip slot and a stained end cap sticker.